Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, bupivacaine, and dilaudid via an implantable pump for non-maligant pain use. It was reported that their communicator did not work right. The patient stated that they had to hold the communicator up to their stomach and it took maybe 3 to 5 minutes to receive the pump information and then another 3-5 minutes for it to connect with the pump. The patient also stated that 9 out of 10 times they got a big error that comes up saying system error must restart and had to start all over again just for one bolus. The agent walked the patient through closing out of the application and clearing patient the data service. The patient was able to successfully connect to the pump and request/receive a bolus right away. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned this is their 3rd pump and the first one was battery operated and they never had one problem with it, but this one is worse than the one that medtronic replaced.